Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt, as well as damage in the epoxy header region, slices on the fantail region, and scratches on the ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient reportedly experienced a lack of benefit and ceased device use. The device was reportedly functioning, however, the recipient elected to undergo revision surgery. The recipient's device was explanted. The recipient will not be reimplanted.